Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy due to right ventricular lead noise. The noise was reproducible in clinic. Lead was explanted and replaced. The patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
A partial lead measuring 48.5 cm from the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.